Manufacturer narrative:
Pr#: (B)(4). Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the auxiliary battery cabinet was very hot and leaking a clear liquid. The fse confirmed that the system was not in use and that there was no harm to a pt. Operator or bystander. The fse bypassed the ups and replaced the batteries to resolve the issue. Ifa ups battery leaks, there is potential for a person to come into contact with battery acid which may result in allergic shock, intoxication, or chemical burn.